Event description:
It was reported that the right ventricular (rv) lead had oversensing and that a lead alert triggered for high impedance. The oversensing and high impedance occurred on the same day that the patient had an ablation procedure for ventricular tachycardia. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.